Event description:
During mattress inspections conducted in accordance with vha safety alert al24-01, 3 hill-rom centrella pro mattresses were found to be compromised. 2 mattresses had covers that were cut. 1 had what appeared to be a fluid stain on the fire barrier, although, no damage or staining was appreciated to the mattress cover. All mattresses were immediately removed form service and replaced. Reference report #mw5161462, #mw5161463.